Event description:
Balloon catheter was placed in pt. Unit did not function properly so it was removed. It was discovered that the hypotube shaft had separated from the hub of the catheter. Unit was replaced and procedure continued.